Event description:
It was initially reported by the physician that the patient is experiencing vocal cord paralysis. Patient was seen by ent to confirm the event. Physician stated that the event is only with stimulation. No medical intervention have been planned or taken at the moment. Good faith attempts to obtain additional information has been unsuccessful till date.